Event description:
Reference # 3006639916-2013-00126.

Manufacturer narrative:
Document review: cocr ball head 12/14 28 size l: code (B)(4) / lot 111574 ((B)(4) heads produced): all parameters were found to be in accordance with the specifications valid at the time of manufacturing, including washing and sterilization cycles. The (B)(4) items belonging to this lot have been already sold and no similar incidents have been reported up to now. Versafitcup double mobility acetabular liner (k092265): code (B)(4) / lot 111961 ((B)(4)liners produced): all parameters were found to be in accordance with the specifications valid at the time of manufacturing, including washing and sterilization cycles. All the items belonging to this lot have been already implanted and no similar incidents have been reported up to now. On the basis of the data collected, a device involvement in the dislocation is highly unlikely.